Manufacturer narrative:
This lead was explanted, disposed and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular (lv) lead had dislodged and was capturing in the atrium. The atrial threshold measurements were within acceptable parameters. The patient had 1:1 conduction. A review of the patient data showed ventricular tachycardia (vt) being treated successfully. The atrial fibrillation (af) was conducted to the ventricle resulting in rapid irregular ventricular rates. The lv lead was disabled and extended to promote normal conduction. An x-ray confirmed that the lv lead had retracted into the ra and a revision procedure was performed. The lv lead was disconnected and a guidewire was inserted to attempt to reposition the lead. Repositioning using this guidewire was unsuccessful. A stylet was used to attempt to reposition this lead which was also unsuccessful. This lv lead was explanted. This lead was cleaned and blood was noted underneath the insulation so the decision was made to not reuse this lead. A new lv lead was implanted and measurements were acceptable. No adverse patient effects were reported.